Event description:
Customer called to report a hospitalization due to low blood glucose on (B)(6) 2014. The customer is blind and was having trouble with the red shipping cap for returning a loaner insulin pump. Blood glucose reading was 13 mg/dl. The paramedics were called and she was treated for low blood glucose. Customer had treated with glucose tablets. The cause of the low blood glucose event was determined to be the carb ratio on the insulin pump being set too low by the customer. Assisted the customer with rewinding the insulin pump and placing the red shipping cap on correctly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).